Event description:
2 of 3 reports. Other mfg report numbers: 3013886523-2025-00065 3013886523-2025-00067 a facility reported: "three cerelink microsensors were implanted in different patients. The wiring on the sensor became stretched. On 2 of the patients there were some varying icp readings witnessed too. The consultant did comment that the sensor on the one patient was not in deep enough. When they replaced the one sensor on the other patient, they used a metal bolt, and they did not have any more issues with that patient." Patient 2: it was reported the event led to 30 minutes surgical delay. The patient had an intervention to remove and replace the sensor.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Cerelink microsensor was not returned for evaluation as the product was discarded as per customer, and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.